Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
The customer reported that the touchscreen was not functioning. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the touchscreen could not be calibrated, and reported that the sensor and man-machine interface (mmi) printed circuit boards (pcbs) could not be calibrated. The service technician also identified the occurrence of the diagnostic code related to maximum system resets exceeded. The service technician reported to have ordered a main pcb with lithium battery to address the problem, however the part received was defective out of the box and so a new one was ordered and is pending arrival for repair.

Manufacturer narrative:
G4: 13jul2020 b4: (B)(6)2020 the service technician also found that the display was white during evaluation. The service technician replaced the memory card and adaptor in the main printed circuit board (pcb) and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06jun2020. B4: 08jun2020. The manufacturer¿s international service technician reported that replacing the main board did not resolve the problem. Further troubleshooting indicates that the memory card and adaptor needs to be replaced. The replacement is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.